Manufacturer narrative:
Additional narrative: initial reporter is synthes employee the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during testing at service and repair, a 10nm torque limiting ratchet handle-6mmm hxc failed in calibration. There was no patient involvement. This report is for one (1) 10nm torque limiting ratchet handle-6mm hxc this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the 10nm torque limiting ratchet handle- 6mm hxc (p/n: 03.620.061, lot #: 6458944-14) was returned and received at us cq. Upon visual inspection, slight discoloration was observed on the device but was no impact on the device functionality. No other issues were identified with the returned device. The complaint condition was confirmed for the 10nm torque limiting ratchet handle- 6mm hxc (p/n: 03.620.061, lot #: 6458944-14). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part # 03.620.061, synthes lot # 6458944-14, supplier lot # 6458944, release to warehouse date: 01 dec 2010, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.